Event description:
It was reported that the patient experienced spinal cord stimulator (scs) not providing adequate pain relief. The patient underwent scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D6: explant date: unknown.